Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with post-paced t wave oversensing on the implantable cardioverter defibrillator. Programming changes were made. The patient was stable.

Event description:
New information received notes the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that programming changes were made. The patient was in stable condition.